Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via official documentation that the customer was taken to the ER due to a low blood glucose of 35 mg/dl. The event occurred some time in (B)(6) 2016. The patient was experiencing a feminine issue that she did not wish to disclose; she attributes the low blood glucose to her issue. The customer was treated with a glucose IV and released from the hospital that same day. The insulin pump was not returned for analysis.